Manufacturer narrative:
(B)(4). A visual analysis of the returned device revealed that the renal pigtail was detached. Calcification residues were also found on the stent. Based on the product analysis, residues of calcification were encountered over the stent which is evidence of use. The calcification found is a known factor that can occur when the stent is implanted for a certain time inside the patient body. Additionally, the stent coil detachment could have been generated due to an excess force used in the manipulation of the device during the procedure, the damage found are consistent with one caused when catheter is being pulled; this may cause damage, deformities or device break. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris(tm) ultra ureteral stent was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent broke when the surgeon took it out from the package. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was calcified.